Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was not returned to olympus for inspection, however technical assistance center (tac) provided remote troubleshooting and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation the most probable cause of reported failure was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the subject device exhibited no live video. The issue occurred during sedation (device inside patient) of a diagnostic esophagogastroduodenoscopy // colonoscopy procedure, that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. The tac instructed the customer to plug it in and restart the gmed computer which was completed, but there was still no image. Alos the led light on the inogeni adapter was not lit. Then it was instructed to shut down the cv-190 and swap the cables coming out of sdi out 1 and 2 and then restart . Still had an endoscopic image on remote drs monitor but still nothing on gmed. Then the customer was asked if they had any other rooms that were setup the same way and said yes and walked into another room that was on use and she said the inogeni box had a red led illuminated after cases are over and will try to borrow the known good adapter and swap it in this system. The customer informed tac of the event. The device will not be returned to olympus for evaluation.